Manufacturer narrative:
Concomitant products: 5568-53 lead implanted: (B)(6) 2005; 419388 lead implanted: (B)(6) 2005.

Event description:
It was reported that a remote pacemaker transmission was performed and revealed shocks were delivered. There was suspected intermittent t-wave oversensing (twos). The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.